Event description:
Patient was treated in 2004. Thermage was notified of adverse event in 2004. At two days post treatment the pt developed 2nd degree burns in nasolabial folds, which turned into 3rd degree burns because the pt refused to take antibiotics during the post-treatment phase when the burns were first noted. Laser treatments by another doctor, in the same office, was performed to scarred areas on right nasolabial fold in 2004. The burns on the nasolabial folds have improved overall. There is some scarring on the right nasolabial fold, which continues to improve in appearance with the laser treatments.